Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing. The device remains in use, and has not been reprogrammed to change the sensitivity. No patient complications have been reported as a result of this event. It was reported that there was far field r-wave oversensing. The device remains in use, and has not been reprogrammed to change the sensitivity. No patient complications have been reported as a result of this event.